Event description:
It was reported that prior to a stenting treatment procedure involving a calcified and 99% stenotic lesion in the proximal portion of the lad coronary artery, the nir elite balloon failed the negative preparation procedure. There was no pt contact during this event. The procedure was successfully completed. No pt injuries or procedural complications were reported. Pt status is reported as "good".